Event description:
It was reported that t:slim x2 pump battery did not charge and that pump displayed power source alert 07 while using tandem charging cable, wall adapter, and confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer technical support instructed caller to leave wall adapter plugged into a known working outlet for at least 30 minutes to see if pump began charging, attempted follow-up by phone and left a message with instructions to resume at a specific point in troubleshooting script if customer called back, and forwarded related email to distribution team for further action on pump serial number linkage in customer record, but no additional information was received regarding the outcome of the event.